Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Details of history log: log review shows on 4/2/2026 and 8:27am an infusion start of 570ml/hr and 1 hour. At 9:04am an air alarm occurred and at 9:28am pump entered kvo and infusion was stopped with a volume infused to 571.88ml. At 10:06am new vtbi was entered of 100ml and infusion start. At 10:15am air alarm stopped infusion with volume infused to 662.83ml and no further infusions taking place. Preventative maintenance was performed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: programmed for 570ml at 1 hour. Infused over a 1 hour and 40 minutes.